Event description:
Per the end user's nurse, there is peristomal redness. Changes skin barrier every 2 to 4 days. They have applied ostomy powder, ostomy seals, ostomy ointments and an ostomy belt, but the redness persists. Silver nitrate was applied to the redness. Hair is plucked from the area. No further information is available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.